Event description:
Patient began using the brace for her arthritis in 2008, and saw doctor due to numbness and tingling. The doctor stated that the patient was tender over the peroneal nerve at the right knee, but she did have sensation in the first web space. She has good dorsiflexion of her big toe, ankle, anterior tib as well as peroneal evertors. Diagnosis is mild peroneal nerve injury right knee, due to a peroneal nerve irritation from her osteoarthritis brace. The doctor recommended to stop wearing the brace.

Manufacturer narrative:
The patient had surgical repair to her meniscus, right knee, and was prescribed osteoarthritis brace by her doctor to treat her pain. It is stated by the pt's doctor, she had a peroneal nerve irritation from her brace, which caused her significant symptoms and discontinuation of usage of the brace. But the nerve injury is mild, her function really is quite good and no emg is required. Djo medical advisor, believes that the patient's symptoms should be relieved from the discontinuation of the brace, and it is possible that a permanent impairment or damage may occur, if the patient continues wearing the brace without intervention. The device was fitted by her doctor and was a good fit with no problems. However, the device has not been returned for investigation at this time. Based on the trending analysis, no reports of similar injury during the preceding 180 days. Djo will follow up with the patient in a few weeks.